Event description:
It was reported that a 49-year-old hispanic female patient who underwent an unknown breast surgery with a mentor smooth round high profile, 250cc saline breast prosthesis developed unexplained systemic symptoms postoperatively, including swelling, allergies, and mold. As a result, patient underwent bilateral removal without replacement on (B)(6) 2022. Upon removal, it was noted that the implants had mold. This report relates to the left prosthesis. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, as the devices have not been returned for analysis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate since no lot number was provided, no manufacturing record evaluation could be performed.. Reason for device explant and/or reoperation: generalized illnesses, mold appropriate term/e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on november 01, 2022: upon visual evaluation of the image provided in the complaint, the product was inside a bag and a brown material is perceived in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 24, 2023 indicated that patient reported that 2 weeks after explant I feel that most of my swelling went down. Patient also experienced capsular contracture bg 3-4 on left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated devices' photo evaluation completed on february 15, 2023: upon visual evaluation of the image provided in the complaint, the product was inside a bag and a brown material is perceived in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturing date: dec/08/2009. (B)(4).

Manufacturer narrative:
Additional information received on november 17, 2022 indicated that the suspect devices serial numbers are as follow: right (B)(6). Left (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: